Event description:
Clinical history: patient was a male with acute sepsis secondary to pocket infection. Procedure: md performed a lead (guidant) removal case secondary to acute sepsis. The lead was estimated to have been implanted 13 yrs ago. The md performing the removal is a ten year veteran of lead removals. Both an arterial line and fluoroscopy were used through out the entire procedure. The case was performed in the hybrid room of the or. The physician used both a 14f sls catheter and the lld-ez to remove the lead successfully. After the lead was removed and the md was finished lasing the patient's blood pressure was noted to have dropped via the arterial line. The cv surgeon cracked the pt's chest and discovered a tear in the right atrium. The patient was placed on bypass and the tear was repaired. Patient outcome: the patient recovered with no apparent neurological complications. The md and those who were in attendance do not believe the spnc laser nor devices caused the injury.

Manufacturer narrative:
Failure analysis: the devices were not retained and therefore, no failure analysis was able to be performed. However, there is no indication the spnc devices malfunctioned in any way.